Event description:
It was reported that one week post device implant a "local infection" and hematoma were detected in the surgical pocket. The patient was admitted to the hospital and the hematoma was extracted and the device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save-to-disk was reviewed and no anomalies were found.